Manufacturer narrative:
The insulin pump alarmed during rewind, problem isolated to mother board. No motor error alarm noted. Motor passed motor test. The insulin pump had a scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error, and when he did the rewind the device stopped half way and alarmed. The blood glucose reading was 48mg/dl. Troubleshooting was performed, and the displacement test failed. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.